Event description:
The customer reported that the insulin pump alarmed button error. Customer stated that he had low battery alarm, then the insulin pump shut off and he got blank screen. Customer replaced the battery and got button error. Troubleshooting was done. No blood glucose reading provided. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump passed the functional tests. However, intermittent button response was noted due to corroded keypad traces. No button error alarm or low battery alarm was noted. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.